Manufacturer narrative:
H6: health effect - impact code. 4560: appropriate term/code not available - the treating surgeon took no action but will observe the patient for this issue. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and labeling. A review of the device history record (DHR) for ab2000-c/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure. As with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: sexual dysfunction, including ejaculatory and erectile dysfunction. A root cause for the reported event could not be determined. The aquabeam robotic system instructions for use list ejaculatory dysfunction as a potential risk of the aquablation procedure. The treating surgeon assessed the event as likely unrelated to the device. Based on the event details plus a review of the DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) became aware that post-aquablation procedure, the patient is experiencing ejaculatory dysfunction (per the manufacturer's instructions for use, sexual dysfunction, including ejaculatory and erectile dysfunction are potential perioperative risks of the aquablation procedure). The treating physician is going to observe the patient for this issue and has assessed the event as related to the procedure. The event was reported as mild and non-serious, with no malfunction of the aquabeam robotic system reported.